Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/9/2013 and 10/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/31/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/25/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch vita enhanced meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 4:15 pm, the patient obtained an unspecified error message on the reported meter; he was unable to obtain a blood glucose reading. The patient was unable to specify which error message occurred. Fifteen minutes afterwards, the patient experienced the symptoms of sweating and dizziness. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The issue was resolved during troubleshooting. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the reported meter error message issue, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Add'l info: test strip lot #: not provided.